Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual examination of the sample revealed a slant cut in the tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. As a preventative measure, the use of a scissors to cut the tubing during manufacturing has been banned. A tubing cutter will now be used in place of a scissors to eliminate the risk of accidentally cutting neighboring sections of tubing when trimming is required. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported 1 unit of a lav solution set with leak in the tube. The sample is available. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.